Event description:
The staff alleged they were turning a patient ((B) (6)) to clean the patient, and the siderail released. No injury reported. The facilities maintenance stated, he put all his weight ((B) (6)) on the siderail and the siderail did not release. He believes the siderail was operating properly. When the staff turned the patient and most of her weight was on the siderail, exceeding the siderail max load and causing the issue. The facilities maintenance stated, he tested the bed and found no problem with the bed. He cleaned the siderail latch area as a precaution.